Event description:
Balloon came off the balloon shaft within the circumflex artery. Multiple attempts for the balloon retrieval were unsuccessful resulting in placing a stent to trap the foreign body.